Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime and alarmed motor error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump was squirting out the insulin during manual prime. It was stated that the piston continued moving forward after the reservoir contacted and insulin squirted out. It was stated that the numbers did not appear on the screen, was not beeping, and could not get out of the prime mode. It was stated that the customer tried with different infusion set without results. No further info was provided.